Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and 2 three-way stop cocks were returned for evaluation in the original opened packaging box. A non-edwards contamination shield with introducer was located between approximately 39 and 112 cm proximal from the catheter tip. Blood was observed on the optical module connector and the catheter body at the proximal side of the balloon, and distal side of the balloon surface. Four punctures, approximately 0.5 mm, 1 mm, 1 mm, and 1 mm long, were found on the catheter body at 27 cm proximal from the catheter tip. The punctures were found to enter the distal and optical fiber lumens. The proximal injectate lumen was patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage to the balloon or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of ¿blood leakage was observed from the optical module connector¿ was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that "blood leakage was observed from the optical module connector during use in ICU after surgery." It is unknown what kind of surgery the catheter was used for. No patient injury was reported.